Manufacturer narrative:
It was reported that the issue had been resolved; therefore, the device was not returned for analysis. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-66 (supply voltage of cpu circuitry is too high) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. The reporter indicated that the issue was resolved. No additional information is available.